Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data was collected from the device and analyzed. A low severity por (power on reset) occurred on (B)(4) 2010, from which the device should be able to fully recover.

Event description:
It was reported that the patient was brought into the office for a device check after an electrical reset was noted on carelink. The device diagnostics had been cleared, but no parameters changed. The device remains in use. No patient complications were reported as a result of this event.